Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoidectomy procedure, the blade of the first device was broken off after about two hours. The blade of the second device was also broken after about 30 minutes. Since the operation was open surgery, the broken pieces were retrieved with a forceps. Another device was used to complete the procedure. There were no adverse consequences for the patient. The doctor commented that the blade of the first device might have touched a forceps, but the second device had not touched.